Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the pump over delivered two hours earlier than expected. The pump wasn't running, blood came up in the line and started dripping out. The starting volume was 115 ml, programmed to run at 2.5 ml/hr. When the pump was returned, it said that the volume remaining was 6.5 ml. No patient injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is unintentional user setting error; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6).